Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("experienced very similar symptoms/ injuries"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. The reporter commented: patient had the device, experienced very similar symptoms expressed that most of her injuries resolved following her removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("experienced very similar symptoms/ injuries"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: patient had the device, experienced very similar symptoms expressed that most of her injuries resolved following her removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.